Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received a motor error alarm. The blood glucose value was unknown. Customer also stated that the drive support cap was normal. Customer also stated that the insulin pump was not exposed to magnetic field. The product will not return for the analysis.